Event description:
.

Manufacturer narrative:
The field service engineer did not find any issues. He changed the measuring cell and nozzle sipper assembly. As the qc recovery was acceptable, there was no indication for a performance issue of reagent or instrument. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter received a questionable high elecsys hcg + beta test system result for one patient from the cobas e 801 module. The initial result was 13.1 miu/ml. The repeat results were 0.02 miu/ml with a data flag twice. The questionable result was not reported outside of the laboratory. The reagent lot number was 47129801 with an expiration date of 31-aug-2021.